Event description:
Procedure scheduled requiring medium pressure valve. Preoperative inspection revealed three dots on the valves that were labeled medium pressure (all six of this lot that the hosp had in stock). This indicated that the valves were high pressure not medium pressure as labeled. (See also MFR report #2021898-1998-00170, -00171, -00172, -00173, -00174.)